Event description:
It was reported that the patient implanted with this pacemaker presented to the clinic after feeling unwell. The patient was transported via ambulance to the hospital. During transportation, the device switched from bipolar to unipolar pacing and oversensing was observed. Upon arriving at the hospital, the device was interrogated and confirmed to be operating in safety mode. The patient's electrolytes were reported to be normal but cardiovascular dynamics were not good. The electrocardiogram confirmed pacing spikes but no capture. A temporary pacing wire was added, and capture was confirmed but the patient subsequently passed away. The patient overall health prior was reported to be poor, and the cause of death was reported to be heart failure. The device was not explanted postmortem.

Event description:
It was reported that the patient implanted with this pacemaker presented to the clinic after feeling unwell. The patient was transported via ambulance to the hospital. During transportation, the device switched from bipolar to unipolar pacing and oversensing was observed. Upon arriving at the hospital, the device was interrogated and confirmed to be operating in safety mode. The patient's electrolytes were reported to be normal but cardiovascular dynamics were not good. The electrocardiogram confirmed pacing spikes but no capture. A temporary pacing wire was added, and capture was confirmed but the patient subsequently passed away. The patient overall health prior was reported to be poor, and the cause of death was reported to be heart failure. The device was not explanted postmortem.